Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurrent ¿75 ¿ vibe i2c power¿ alerts during training, persisting after multiple restarts and after updating the device to support g7, which was characterized as an alarm malfunction. Symptoms included no reported adverse clinical effects. Outcomes included provision of a replacement ilet and arrangement for return of the reported device. Investigation included review of the reported alarm history and device handling, along with coordination to assign a replacement device to the user account. Investigation of this device revealed a persistent power or vibration bus communication fault consistent with an internal device malfunction. Investigation of this case revealed a persistent device alarm consistent with a power or communication fault within the device electronics. It was concluded that the cause was an electronic component failure.